Event description:
The manufacturer received information alleging a ventilator's lcd screen was faulty there was no harm or injury reported. During the evaluation of the device at a manufacturer's service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.